Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer stated that difference between blood glucose and sensor glucose was 200 points, but user was not able to informs the divergences values. The difference is outside the acceptable range. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.